Manufacturer narrative:
The implant was lost due to an infection, but there was also a problem to remove the placement head during implant placement. The implant was left in situ with placement head, which might have contributed to the infection. The patient has very hard bone which allegedly caused the placement head issue. H6 updated: health effect - clinical code: added 1930 medical device problem code: added 2547 component code: 4755 was added in error to initial, therefore added 887 type of investigation: added 10 investigation findings: 3221 was added in error, therefore added 3253 investigation conclusions: added 50.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.